Manufacturer narrative:
The tip cover accessory will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the surgeon observed a thermal burn to the patient¿s bowel while using the mcs instrument, and that the surgeon further noticed that the mcs tip cover accessory had two holes. As a result of the holes in the mcs tip cover accessory, the tip cover accessory was replaced. At this time it is unknown if any medical intervention was administered to resolve the bowel burn. Furthermore, at this time, the root cause of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was alleged that while using the monopolar curved scissors (mcs) instrument the surgeon observed a thermal injury to the patient¿s bowel. The surgeon noticed the mcs tip cover accessory had two holes. The mcs instrument was removed and the mcs tip cover accessory was replaced with a new one. Multiple attempts were made by intuitive surgical, inc. (Isi) to follow up with the site to gather additional information; however, there was no response. As per the initial report, the planned surgical procedure was completed robotically. At this time it is unknown if any medical intervention was administered to resolve the bowel burn.